Manufacturer narrative:
Date rec'd by MFR: 15jul2019. Date of report: 16jul2019. The touchscreen assembly was returned for failure analysis. A visual inspection of the touchscreen revealed no evidence of damage or contamination. During testing of the touchscreen, it was determined that the resistance (ul_lr and ur_ll) and resistance ratio (ul_lr/ur_ll) were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement.